Manufacturer narrative:
Plant investigation: the actual device without original packaging was returned to the manufacturer from the customer and a physical evaluation was performed. The actual device was visually inspected and was found that the cassette was acceptable and no damages were observed. In addition, the sample was tested in the cycler machine and no issues were detected. The cassette fit properly in the cycler. The reported condition was unconfirmed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
Correction: d4, h4.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette during their pd treatment. The patient reported receiving a blocked alarm during treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised by technical support to turn the cycler off and restart the cycler. The patient restarted the cycler and it gave the patient the option to cancel treatment. The patient had canceled their treatment. The patient stated that they would follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics, cefazolin (15 grams per kilogram, intraperitoneal, one day) and ceftazidime (1 gram, intraperitoneal, one day). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient is available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.